Event description:
Patient underwent evoked potentials testing. While being positioned one of the needles broke off in the patient. Patient required x-ray. Physician had to open area to remove needle requiring two stitches and 1/2 hr. Delay in procedure.